Manufacturer narrative:
The insulin pump passed all functional testing. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed motor error during bolus. Customer's blood glucose was 9.4mmol/l. The device was not dropped, bumped, or exposed to an MRI. Customer does not use the sensor option on the device. No further information reported.